Manufacturer narrative:
1. DHR/bhr review(lot#: 3234455): 1) this batch of products were assembled at intima ii auto line 4 in september 2023, and packaged at r240 package line in september 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found at the prn. Please refer to the attached test report. 4. The prn can withstand the pressure of 45psi during use. If the pressure is greater than 45psi, the prn may be damaged. 5. This product (sku 383062) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since this product has never been declared to be used for high-pressure injection, the root cause of the blow out of the sleeve stopper of the prn may be related to the incorrect use of the product.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii y 20gax1.16in prn ec slm npvc leaked the following information was provided by the initial reporter: the patient complained of dizziness and discomfort outpatient clinic, in compliance with medical advice on (B)(6) 2024 at 15:45 pm in the CT room, the patient was given the use of a closed venous retention needle to do cranial CT imaging, high-pressure imaging process, the rubber stopper of the closed venous retention needle suddenly appeared to blow up (the rubber stopper at the blow out), resulting in the leakage of the contrast agent potion, the patient's blood outflow, and immediately stop the cranial CT imaging, and immediately stop bleeding, replace the broken indwelling needle, use a new indwelling needle to open the venous channel, the patient complained of dizziness aggravation, reported to the on-duty physician immediately comply with the doctor's instructions to detect vital signs: blood pressure 134/88 mmhg, heart rate 110 beats/min, respiratory rate of 33 breaths/min, the physician considered shock and bleeding-induced dizziness aggravation, given to the patient 250 ml of saline intravenous drip and psychological guidance, pay attention to bed rest, observe the change of condition, and then give the patient a new indwelling needle to open the venous channel. The patient was given 250 ml of saline IV drip and psychological counseling, and was put on bed rest and observed for changes in her condition, and her dizziness was relieved after half an hour.